Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 106 mg/dl. The customer stated she was having [rpb;es with battery all day and cleared that alarms the got button error. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.